Event description:
It was reported the gore preclude dura substitute material was explanted 51 days post op due to csf leakage. It was communicated to gore by the physician that the patient felt a 'pop' after straining due to constipation. The patient is recovering normally. Gore has made the decision to report this incident because the material required explant/removal (add'l surgery).

Manufacturer narrative:
No lot number info was supplied therefore a review of the manufacturing paperwork could not be performed. The returned device was examined. The device had been cut to size for the duraplasty procedure. The cut device was fully intact with suture holes around its perimeter. There did not appear to be any suture hole pullouts/tears that would have contributed to the csf leakage. Note: no indications were found that the gore preclude dura substitute device contributed to the csf leakage.